Manufacturer narrative:
A visual examination of the returned driver under magnification was performed. Torsional and oblique fracture patterns were found at transition of hex into radius. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also applied to hex tip.

Event description:
During tightening of a screw with a driver, the tip of the driver broke off in the head of the screw. The tip was not able to be removed so it remains implanted in the patient.